Manufacturer narrative:
Date of event was reported as last week. Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from the patient reported that the connector pin on the desktop charger was corroded. This resulted in the patient not being able to charge the recharger (isn't "working") and it turn was not able to charge their implantable neurostimulator (ins) which was reported as "dead". The patient had delayed in contacting the manufacturer sooner and they just were taking more pain pills instead. There was no out of box failure reported in the event. No medical or therapy issues were noted. No patient symptoms or harm were reported in the event. The indication for use for the implanted device was noted as failed back surgery syndrome and radicular pain syndrome (radiculopathies). If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.